Event description:
Customer called reporting his insulin pump is alarming motor error when he tries to prime. The device alarmed motor error three times in a row. Customer's blood glucose is 480 mg/dl. He treated with manual injection. There were no significant events leading to the alarm. The device may have been to a strong magnetic field since customer is a welder. Customer does not use the sensor feature. He is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.